Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID login required a witness and attempts to reboot the station and re log in were unsuccessful. The customer also received a bio ID requires maintenance error. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) was failed. A field service engineer (fse) worked with the customer via remote support to reboot and test the system, but the issue continued to fail. The fse then arrived onsite, then logged into the support system, checked drivers, inspected and reseated connections, and ran diagnostics. The diagnostics showed that the system was operating properly, after which the system was restarted, and the customer was asked to log in. After that the customer was able to login with bio-ID. The system functioned as intended after the field service engineer repaired the device.